Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and moderately calcified mid left anterior descending artery. A10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon initial pressure was applied, it was noted that the balloon ruptured at 6atm. The physician thought that the calcification was severe, so it might be the reason for the ruptured. The procedure was completed with a different device. No patient complications were reported.